Manufacturer narrative:
The suspect device was not returned for evaluation; however, images and a video of the suspect device were provided. The investigation involved review of images of a stent with blood and video showing a piece of the metal nitinol frame in a person's hand. The complaint could not be confirmed. The root cause could not be determined.

Event description:
It was reported that a patient with benign stenosis was fitted with a tracheobronchial stent to control the disease. After 4 months of use, while coughing, the patient expelled part of the stent. The attending physician requested hospitalization for routine bronchoscopy and reported that the stent was fractured. The stent was removed without harm to the patient.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.